Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultramini meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2013, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. This was a new, out-of-the-box, meter. The patient took no actions due to the meter issue. The patient managed her diabetes with insulin taken on a sliding scale. After the use of the meter, the patient experienced the symptoms of rapid heartbeat, lightheadedness and "insulin reaction." The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. The patient did not have a backup meter available. The issues were not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided